Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for recommended replacement time (rrt) one month following implant procedure. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.